Event description:
It was reported that the patient had a seizure at her workplace and then had to be taken by ambulance because, she was unconscious for 36 hours. The medical personnel almost gave he an MRI but was stopped by the family before it could be performed (because of the presence of the implantable neurostimulator). Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v695787, implanted: 2011 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).